Event description:
It was reported that the patient was presented in the clinic with an unusually high frequency of low voltage advisory alarms. The battery clips and batteries were inspected without issue. The primary system controller power cables were inspected and there was significant amounts of dirt and debris, specifically in the white cable, and a system controller exchange was successfully performed without issue. The patient's condition was stable post system controller exchange as no symptoms were reported. There were no further alarms observed post system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a high frequency of atypical low voltage advisory alarms was confirmed via the submitted log file. However, the reported event of dirt and debris in the system controller white power cable could not be confirmed as the controller was not returned for evaluation. The log file was reviewed with events spanning approximately seven days ((B)(6) 2022- (B)(6) 2022 per timestamp). Throughout the log file, 152 atypical low voltage alarms were active while connected to battery power. These alarms are atypical due to the fluctuating rsoc voltage on the black power lead without a power source's disconnection and reconnection. The pump operation was not affected. To date, the system controller was not returned for evaluation. Provided information stating that the patient exchanged the controller to troubleshoot the reported issues. However, the system controller pcx-10554 will not be returned for further analysis. As a result, this analysis could not determine the root cause of the reported events. As the system controller is not available for analysis, this complaint file will be closed without further action. The device history records were reviewed for the system controller and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 28mar2017. Heartmate ii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller and the power cables. This section instructs the user to, at least monthly, inspect the system controller¿s for dirt or grease. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.